Event description:
It was reported that when an asymptomatic patient presented in the or for a scheduled device explant procedure due to an unrelated systemic (B)(6) infection, externalized conductors were observed. No electrical anomalies were detected. The lead was explanted and will be replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.